Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The f-38 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be out of specification force sensing resistor. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard pump presented the f-38 alarm. There was patient involvement. No additional information is available.